Event description:
Patient reported a "left side deflation and folded over." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening shell assessed as to unidentified (tear) opening. No shell thickness due to opening is under plug strap. Crease folding of implant unable to confirm as it is a medical event not related to the device additional observations: crease flat observed in the device of the shell no further actions are required as the device was implanted. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6.

Event description:
Patient reported a "left side deflation and folded over." Device has been explanted.